Manufacturer narrative:
Unit failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Motor position encoder error alarm found at the alarm history file. Unable to perform excessive no delivery test due to motor error alarms. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. Customer reported of going through a metal detector two weeks prior to alarm. During troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.